Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The devices were not returned for review therefore their condition is unknown. Manufacturing documentation was reviewed and found that the devices were manufactured to specifications with no deviations in the standard manufacturing process. These devices were used in the treatment of a medical condition. Operative notes and x-rays were not available for review. Compatibility of the devices was reviewed with no issues noted. No additional complaints have been received against the manufacturing lots of product involved. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to reoccurring dislocations.

Event description:
It is reported the patient is being monitored due to reoccurring dislocations.